Event description:
As reported by an affiliate, during pta procedure, the balloon and the distal tip of a savvy catheter separated from the catheter in one piece on the distal part of the left femoral artery. Due to the highly calcified vessel, the catheter could only be introduced with difficulty and got stuck. A strong traction was necessary to pull out the catheter. The tip of the catheter detached within the vessel. An incision of the femoral artery was necessary to recover the catheter tip. The procedure was finished without consequences for the patient. According to the sales representative, the physician assured that this issue was a user related error, because he used too much force while retrieving the device. The product will be returned.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported by an affiliate, during a percutaneous angioplasty of the left femoral artery, the balloon and the distal tip a 6mmx 40mm savvy catheter separated from the catheter. The vessel was described as highly calcified; the catheter was introduced with difficulty and got stuck. A strong traction was necessary to pull out the catheter. The tip of the catheter detached within the vessel requiring an incision of the femoral artery to remove the tip of the catheter. The procedure was finished without consequences for the patient. According to the sales representative, the physician assured that this issue was a user related error, because he used too much force while retrieving the device. One non sterile catheter pta savvy 120cm 6x4 was received coiled inside a plastic bag. The balloon was received in a separate bag, the distal tip was incomplete, and the other part of the tip was not received. The unit was elongated near the separation area. Sem results showed that the inner body separation surface presented evidence of elongations; elongation is a common characteristic of pieces which were stretched/ pulled until separation. This inner body separation failure exhibited no other anomalies that could have caused the failure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of distal tip and balloon separation was confirmed through failure analysis as the device was received with the components separated. Review of the analysis and the information provided suggests that vessel/lesion characteristics and/or procedural factors may have contributed to the reported event, as the device exhibited evidence of elongation at the separation point. There is nothing in the analysis the device history report review or the event description to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken. One non sterile catheter pta savvy 120cm 6x4 was received coiled inside a plastic bag. Balloon was received in a separated bag, distal tip was incomplete, and the other part of the tip was not received. The unit was elongated near the separation area. Sem results showed that the inner body separation surface presented evidence of elongations; elongation is a common characteristic of pieces which were stretched/ pulled until separation. This inner body separation failure exhibited no other anomalies that could have caused the failure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported balloon separated was confirmed. The reported distal tip/ separated-in patient was confirmed. The exact cause of the failures reported by the customer could not be conclusively determined, procedural factors could have contributed to the reported failures: (B)(4). Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken.